Manufacturer narrative:
Product analysis: the ventricular connector was confirmed to be broken. The hanger hinge was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was noted that the damage prevented the cable from locking into place. The epg was returned for service. There was no patient involvement.